Manufacturer narrative:
Device not returned.

Event description:
It was reported the device overheated and burned the inside of a patient's mouth during a procedure.

Event description:
It was reported the device overheated and burned the inside of a patient's mouth during a procedure.

Manufacturer narrative:
Correction: upon follow-up, the reported event of heat from the core impaction drill is retracted. The actual event experienced was on a micro drill attachment. This attachment is not compatible with a core impaction drill. This report was filed in error. H3 other text : device not returned.